Event description:
During initial implant of a new device, while testing the electrical measurements, increased capture threshold and decreased pacing impedance were observed on the left ventricular (lv) channel. The lv lead was connected to a pacing system analyser (psa) and the measurements were acceptable. A new device was selected and implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.